Event description:
It was reported that the device reached safety mode. The specific device information was not known at the time of the call. Technical services (ts) discussed that the device should be explanted. Requests for specific device information, resolution and initial reporter information are being made. To date, no additional information is available. If additional information becomes available the report will be updated at that time. Additional information was received indicating the device was explanted. Further information of the initial reporter and facility were received. The specific device information is still unavailable. It was noted the device is not expected to be returned as the patient had blood mullein disease. Further requests for the specific device information are being made, but no additional information has been received to date.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the device reached safety mode. The specific device information was not known at the time of the call. Technical services (ts) discussed that the device should be explanted. Requests for specific device information, resolution and initial reporter information are being made. To date, no additional information is available. If additional information becomes available the report will be updated at that time.